Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 05oct2018. The customer troubleshot the issue and found the video graphics array (vga) controller printed circuit board (pcb) and the central processing unit (cpu) pcb were defective. The customer was provided a quote for the parts. No further information was provided. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator display was blank and not powering on. There was no patient involvement. The event date was not specified; estimate used.